Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient developed acute/sudden chest pain, a drop in hemoglobin, diaphoresis, and malaise one day post right atrial (ra) lead implant. The patient was brought to the hospital, and cardiac tamponade was confirmed by the physician. Several milliliters of blood were drained from the pericardium, and both the ra and the right ventricular (rv) leads were successfully repositioned. It was noted there were no signs of perforation at time of initial lead implant. No other adverse patient effects reported. This lead remains in service.